Event description:
On august 4, 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, there was low water level warning. They determined there was a leak in the prostatic balloon and replaced the catheter. The physician completed the procedure with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A product eval is pending; results will be provided in a follow-up medwatch report.